Manufacturer narrative:
The customer experienced missing low glucose alarms. Abbott diabetes care (adc) attempted to replicate the reported issue and the reported configuration of iphone 12 (ios 17.1.2, 2.10.2.7677) the reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone se with ios version 17.3.1. The customer did not receive low glucose alarms therefore was not alerted of changes in glucose level. As a result, the customer experienced cramps, seizure, and a loss of consciousness. The customer was able to self-treat with glucose gel provided by a third-party. An ambulance was called, however at their arrival, it was indicated that the customer no longer required treatment. There was no report of death or permanent impairment associated with this event.